Event description:
The catheter could not be aspirated. The catheter was revised. Additional information has been requested a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).